Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and revised on (B)(6) 2020 due to repositioning. Additional information received indicated that the operation was only to reposition the device. No additional device was used or replaced. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Manufacturer narrative:
The device was not received for evaluation as it remains implanted. As examination of the device may not conclusively confirm or disprove the report of repositioning quality accepts the physician¿s observations as to the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, a revision surgery occurred, for a repositioning of a distal penile cylinder. No addition device is used or replaced.